Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the pump moved due to the support anchors becoming loose and breaking. It was reported that a pocket revision took place to move the pump higher to prevent any pelvic floor pain. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 240 mcg/ml oif sufentanil at 13.85 mcg/day dose and 20 mg/ml of bupivacaine at 9.488 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that the pump moved down and was hitting the patient's pelvic floor and was causing ic (interstitial cystitis) flares. It was indicated this issue began in 2018. The healthcare professional performed a revision on (B)(6) 2018. The pump was moved higher than expected, up into the patient's ribs and every time the patient bent over the pump hit her ribs. Multiple pump revisions were reported by the patient on (B)(6) 2019. The patient reported their pump was revised or replaced. Per device registration, the pump was replaced on (B)(6) 2019 (please refer to MFR report number 3004209178-2019-05420 regarding this event). It was noted that during one of the pump revisions the pump was moved from the patient's ribs to the dead center of the patient's belly button. The information provided suggests this occurred when the device was replaced on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight at the time of the event was 150 pounds. No further complications were reported or anticipated.